Event description:
The facility returned 14 unused sterile proglide devices for evaluation after the customer experienced a cuff miss/suture retrieval issue reported as: "no sutures were present when the device was removed from the patient. Analysis of one of the devices resulted in a cuff-to-needle tip detachment during the needle plunger retraction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Fourteen sterile representative samples of the proglide device from the same lot reported in the manufacturer report numbers 2024168-2011-05496, 2024168-2011-05497 and 2024168-2011-05498 were returned for evaluation. Functional testing detected that on one of the devices a posterior cuff-to-needle tip detachment occurred during the needle plunger retraction. The remaining 13 devices passed functional testing. A review of the device history record did not reveal any non-conforming material records associated with this lot.